Event description:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . The complaint of no passing accuracy testing was confirmed, as the pump was out of the specification of +/-6%. No findings in event log. Action was taken to replace the expulsor. Device passed all functional testing.

Event description:
Information was received indicating that cadd solis vip pump did no pass accuracy testing. The pump failed during normal pump testing.